Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results were obtained. Positive samples were repeated. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported several false positive results. Service replaced pump 4 and tubing, performed alignments and calibration then a qualification run successfully; and the instrument was turned back over to the customer. This complaint is a confirmed failure of the instrument based on the service investigation. The root cause is attributed to faulty pumps. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
Additional medical device types: nqx, njr, ozn g.5. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, an unspecified number of false positive patient results were obtained. Positive samples were repeated. There was no report of patient impact.